Manufacturer narrative:
D9 - date returned to mfg on 12/13/2023. The complaint ¿malfunction, stops during infusion¿ was evaluated. The device was in good general condition. Summary of log analysis: engineering confirms the cause of the infusion getting stopped is due to continuous occlusion alarms which were not resolved. The customers protocol (line a: infusion started for vtbi: 450ml and rate: 50ml/hr.; duration: 9 hrs.) Was carried out successfully. There were no distal occlusion alarms during infusion. The device completed a performance verification test (pvt) without issue. There was no fault found with the device. The probable cause for complaint was continuous occlusion alarms which were not resolved.

Event description:
The event occurred on an unknown date involving a plum 360¿ sistema infusionale compatibile con ICU medical mednet¿ software where the customer reported of a malfunction when it stopped during infusion. There was patient involvement but no report of patient harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.